Manufacturer narrative:
Zimvie received one (1) tsvwb8, (impl tapered scr-v sbm 4. 7mm 4.5mm 8mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, markings from removal and debris on the internal and external threads. No apparent damage was identified or signs of malfunction that would have contributed to the event. Measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1270235. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1270235 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿allergic reaction¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 4, the most likely root causes determined from the investigation are external factors (i.e. Patient conditions.) Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number ¿ k011028 / k013227. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient presented seven (7) weeks after implant placement with the implant at tooth location #30 extracted through the crest of the ridge and nearly horizontal in position. Allergic reaction was reported. Symptoms as a result of the event: pain, edema and inflammation.